Manufacturer narrative:
Evaluation summary: the product was not returned; however, pictures were provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The reported conditions could not be confirmed. Without the device, pmv could not determine what caused the reported issues of the complaint. The investigation could not determine the root cause of the customer's report based on the picture samples sent. The customer is advised to return the device to pmv, so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had a jaw, seal and tissue sticking issue. When the device was first used, the tissue would stick. Instrument was continued to be used during surgery. There was no patient injury.